Event description:
It was reported that during a meniscus repair surgery, t2 of the fast fix 360 couldn't be deployed. The t1 was pulled from the patient. The procedure was completed without significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture have been off the needle. The t1 was slid back into the needle channel. The t2 distal end was pushed into the channel on the distal end of the t1. The actuator is in the pre-t1/post-t2 position. A functional evaluation could not be performed due to the condition the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of the fast fix 360 couldn't be deployed. The procedure was completed without significant delay using a back-up device. No further complications were reported.